Event description:
On 30-mar-2022 IV: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in france on (B)(6) 2021, it was reported that the patient's infusion set's tubing detached at the connection. Therefore, the patient's blood glucose level was high. This issue occurred with three infusion sets. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that the patient's infusion set's tubing detached at the connection. Therefore, the patient's blood glucose level was high. This issue occurred with three infusion sets. No further information available.